Manufacturer narrative:
B2: date of death is approximate. Month and year are confirmed valid. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 months following the implant of this transcatheter bioprosthetic valve, the patient was urgent ly transported to another hospital due to sudden death. Lifesaving treatment was performed, but the patient died. An autopsy was performed. Pneumonia and heart failure were confirmed, and the attending physician suspected that the patient died of arrhythmia, however details could not be confirmed.